Manufacturer narrative:
Based on the investigation, the probable root cause of the leakage could be due to the foreign matter which was stuck between the valve and cannula hub at the injection port which created a channel resulted in leakage. From the laboratory analysis, the foreign material on the valve could possibly be a silicate-based material, likely to be a type of glass material. The manufacturing process was reviewed. There is no glass material used in the assembly process. Therefore, the foreign glass material could be introduced during product application with other silicate-based device or apparatus (example: medicine in ampoules). As it is not possible to confirm how the product has been used, the root cause cannot be confirmed.

Event description:
Blood exposure from the port of the vps. During the usage of this vps the infusate ran out of the port. Information received in follow up (04/oct/2023): I should not that this issue has reoccurred with this customer over the past year. Please check in detail whether the membrane in the injection port of the venflon pro safety that we sent in is intact. Users report that the injection port is used several times during an operation, and that a bd discarditis often left continuously at the injection port during an operation in order to inject medication if necessary. Can this damage the membrane in the injection port so that it no longer closes completely later ¿ after the operation ¿ and is therefore leaking here? There have been complaints in the past with the same cause, but each time bd hat stated that our product was fine. I is now becoming unbelievable, as it can now be proven through videos that fluid leaks from the port. The customer is now very upset about our answers.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood exposure from the port of the vps. During the usage of this vps the infusate ran out of the port.

Event description:
Blood exposure from the port of the vps. During the usage of this vps the infusate ran out of the port. Information received in follow up (04/oct/2023): I should not that this issue has reoccurred with this customer over the past year. Please check in detail whether the membrane in the injection port of the venflon pro safetythat we sent in is intact. Users report that the injection port is used several times during an operation, and that a bd discarditis often left continuously at the injection port during an operation in order to inject medication if necessary. Can this damage the membrane in the injection port so that it no longer closes completely later ¿ after the operation ¿ and is therefore leaking here? There have been complaints in the past with the same cause, but each time bd hat stated that our product was fine. I is now becoming unbelievable, as it can now be proven through videos that fluid leaks from the port. The customer is now very upset about our answers.

Manufacturer narrative:
Our quality engineer inspected the video and returned sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. In the photos, droplets of a transparent substance were observed. Analysis of the sample showed that there was a piece of foreign matter found between the valve and the cannula hub/ a leak test was performed by using a syringe with water. Leakage was observed from the area where the foreign matter was seen in the injection port. The valve was extracted, and a foreign matter analysis was performed. Based on the report, the foreign matter is mostly likely a silicate-based material, likely to be a type of glass. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause of the leakage was the foreign matter found. The manufacturing process was reviewed to determine the cause of the foreign matter. No glass material is used in the assembly process. Therefore, the foreign matter was most likely introduced during product application with other silicate-based devices or apparatuses (example: medicine in ampoules). As it is not possible to confirm how the product has been used, the root cause for the foreign matter cannot be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.